Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the swg into the ars, resistance was met causing the swg to kink. As a result, both the swg and ars were removed at which time the swg unraveled. The swg was removed in its entirety, and a new kit was opened and used; however, the same issue occurred. See MDR 1036844-2014-00092 for the second occurrence. There was no reported delay, death, or complications to the patient as a result of this occurrence.